Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: khan ml, winfrey s, brown nm. Cementless total knee arthroplasty in post-traumatic or post-acl knees: a case series. J clin orthop trauma. 2025 sep 13;70:103188. Doi: 10.1016/j.jcot.2025.103188. Pmid: 41020056; pmcid: pmc12475513. Objective/methods/study data: the aim of this case series was to investigate outcomes and reoperation rates of cementless total knee arthroplasty in post-traumatic and/or post-acl reconstruction knees. Between 2020 and 2024, a total of n=8 patients underwent cementless tkas in post-traumatic or post-acl reconstruction knees. Attune cementless implants were used in the majority of knees while the two non-depuysynthes systems were used in one tka each. Titanium tibial trays were used in all knees. Clinical records were reviewed for length of stay, reoperation, revision, complications up until may 2025, and demographics. This paper demonstrated that the device functions very well in the post traumatic setting. The cementless knee works even in potentially compromised bone. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: attune cementless implants (depuy synthes). Adverse event(s) and provided interventions possibly associated with unk knee construct attune (qty 1): n=1 50-year-old male patient experienced periprosthetic joint infection (pji) at 4 months post-op effectively treated with I&d with polyethylene exchange at 1-year post-op.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.